Event description:
The patient presented in-clinic for a routine follow-up and high, out of range hv lead impedance on the svc vectors were observed. Lead impedance testing did not reproduce changes in impedance measurements or noise. Programming changes were made to exclude the svc coil. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.